Manufacturer narrative:
Date of event is approximate. The reporter (identified as (B)(6)) is reporting the product problem on behalf of her husband, who was using the product.

Event description:
A consumer reported that their diamondclean smart 9000 power toothbrush metal shaft detached during her spouse brushing teeth. No injuries were reported. A potential choking hazard was identified.

Manufacturer narrative:
Analysis results: product was not returned to manufacturer to confirm a malfunction has occurred. H3 other text : product not returned to manufacturer.